Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device in used condition. A review of the event log showed that the customer performed an accuracy test on (B)(6) 2024 at 6:46:06 am using a continuous rate of 0 ml, pca dose of 20 ml, and a reservoir volume of 20 ml. Functional testing found the device to be within manufacturing specifications. The cause is not known. The device passed all the functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. D: no information found for di number. G: no information found for 510(k) number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump came back from repair, and they tested it out, but it was still failing. Prior reason for repair was volume metric accuracy test. Event occurred during testing. There was no patient involvement, and no patient harm/adverse event reported.